Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated they changed the arctic gel pads on the patient earlier because the patient has been on therapy for many days in an arctic sun device. The targeted temperature (tt) was 35c, patient temperature (pt) had been around 34.3c after changing the pads but increased to 34.7c. The patient temperature eventually dropped again and was now 33.8c, the water temperature (wt) was 22.8c and did not seem to be getting warmer. Confirmed they have not received any alerts or alarms. Nurse stated they changed the pads around 1200, so it had been about 3 hours. Device was currently set up under normothermia, confirmed targeted temperature (tt) was 35c and rate was 0.25c/hour. Diagnostics, outlet monitor temperature (t1) was 23.4c, outlet control temperature (t2) was 23.6c, inlet temperature (t3) was 23.8c, chiller temperature (t4) was 3.2c, water flow rate (wfr) was 2.2 l/min, inlet pressure (ip) was -3.6psi, circulation pump command (cpc) was 100 percentage, mixing pump command (mpc) was 20 percentage, heater command (hc) was 0 percentage, system hours 684, and pump hours 615. The trend indicator shows one arrow down. Discussed rewarming rate and device may make more mild water if patient rewarming too quickly. No medication administration, no shivering or seizing. Had nurse stop, empty the pads, and disconnect pads. Walked nurse through placing device in manual control and set to 40c. Without the pads, water flow rate (wfr) was 2.2 l/min, inlet pressure (ip) was -6.3psi, circulation pump command (cpc) was 67 percentage, mixing pump command (mpc) was 0 percentage, heater command (hc) was 100 percentage, water temperature (wt) was 22c. Water temperature (wt) was rising over a few minutes, up to 35.9c. Had nurse connect pads with proper technique, water flow rate (wfr) was 3.6 l/min and inlet pressure (ip) was -6.7psi. Had nurse disable manual control. Walked nurse through setting up in hypothermia to utilize rewarming. Adjusted rewarm from to patients' current temperature of 33.5c, confirmed rate of 0.25c/hour, and targeted temperature (tt) was set to 35c. Had nurse press start next to rewarming. Informed nurse to watch the water temperature and patient temperature to make sure it begins increasing over the next hour. Suggested any counter warming per their protocol, such as warm blankets or bair hugger may help with warming patient. Informed nurse to call back with any issues.

Manufacturer narrative:
The reported issue was inconclusive. The root cause for the reported event could not be determined. Confirmed they have not received any alerts or alarms. Nurse stated they changed the pads around 1200, so it had been about 3 hours. Device was currently set up under normothermia, confirmed targeted temperature (tt) was 35c and rate was 0.25c per hour. Diagnostics, outlet monitor temperature (t1) was 23.4c, outlet control temperature (t2) was 23.6c, inlet temperature (t3) was 23.8c, chiller temperature (t4) was 3.2c, water flow rate (wfr) was 2.2 l/min, inlet pressure (ip) was negative 3.6psi, circulation pump command (cpc) was 100 percentage, mixing pump command (mpc) was 20 percentage, heater command (hc) was 0 percentage, system hours 684, and pump hours 615. The trend indicator shows one arrow down. Discussed rewarming rate and device may make more mild water if patient rewarming too quickly. No medication administration, no shivering or seizing. Had nurse stop, empty the pads, and disconnect pads. Walked nurse through placing device in manual control and set to 40c. Without the pads, water flow rate (wfr) was 2.2 l/min, inlet pressure (ip) was -6.3psi, circulation pump command (cpc) was 67 percentage, mixing pump command (mpc) was 0 percentage, heater command (hc) was 100 percentage, water temperature (wt) was 22c. Water temperature (wt) was rising over a few minutes, up to 35.9c. Had nurse connect pads with proper technique, water flow rate (wfr) was 3.6 l/min and inlet pressure (ip) was -6.7psi. Had nurse disable manual control. Walked nurse through setting up in hypothermia to utilize rewarming. Adjusted rewarm from to patients current temperature of 33.5c, confirmed rate of 0.25c/hour, and targeted temperature (tt) was set to 35c. Had nurse press start next to rewarming. Informed nurse to watch the water temperature and patient temperature to make sure it begins increasing over the next hour. Suggested any counter warming per their protocol, such as warm blankets or bair hugger may help with warming patient. Informed nurse to call back with any issues. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A DHR review is not required as the serial number is unknown. Corrections: f, h. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated they changed the arctic gel pads on the patient earlier because the patient has been on therapy for many days in an arctic sun device. The targeted temperature (tt) was 35c, patient temperature (pt) had been around 34.3c after changing the pads but increased to 34.7c. The patient temperature eventually dropped again and was now 33.8c, the water temperature (wt) was 22.8c and did not seem to be getting warmer. Confirmed they have not received any alerts or alarms. Nurse stated they changed the pads around 1200, so it had been about 3 hours. Device was currently set up under normothermia, confirmed targeted temperature (tt) was 35c and rate was 0.25c/hour. Diagnostics, outlet monitor temperature (t1) was 23.4c, outlet control temperature (t2) was 23.6c, inlet temperature (t3) was 23.8c, chiller temperature (t4) was 3.2c, water flow rate (wfr) was 2.2 l/min, inlet pressure (ip) was -3.6psi, circulation pump command (cpc) was 100 percentage, mixing pump command (mpc) was 20 percentage, heater command (hc) was 0 percentage, system hours 684, and pump hours 615. The trend indicator shows one arrow down. Discussed rewarming rate and device may make more mild water if patient rewarming too quickly. No medication administration, no shivering or seizing. Had nurse stop, empty the pads, and disconnect pads. Walked nurse through placing device in manual control and set to 40c. Without the pads, water flow rate (wfr) was 2.2 l/min, inlet pressure (ip) was -6.3psi, circulation pump command (cpc) was 67 percentage, mixing pump command (mpc) was 0 percentage, heater command (hc) was 100 percentage, water temperature (wt) was 22c. Water temperature (wt) was rising over a few minutes, up to 35.9c. Had nurse connect pads with proper technique, water flow rate (wfr) was 3.6 l/min and inlet pressure (ip) was -6.7psi. Had nurse disable manual control. Walked nurse through setting up in hypothermia to utilize rewarming. Adjusted rewarm from to patients' current temperature of 33.5c, confirmed rate of 0.25c/hour, and targeted temperature (tt) was set to 35c. Had nurse press start next to rewarming. Informed nurse to watch the water temperature and patient temperature to make sure it begins increasing over the next hour. Suggested any counter warming per their protocol, such as warm blankets or bair hugger may help with warming patient. Informed nurse to call back with any issues.